Event description:
In this event it was reported that an e3 torque control motor had a suddenly stopped working, possibly causing two files to separate; the canals were filled with the separated pieces in place.

Manufacturer narrative:
Investigation of the event and evaluation of the device revealed that the doctor was using the wrong power supply to charge the device. A low battery could make the device switch off suddenly, thus possibly causing the file separations. The mitigation of this hazard is represented by the battery alarm and battery led. With the wrong power supply connected to the device when the files separated, the battery led would have flashed orange, meaning battery charging, because the software detects a positive voltage at the power supply connector, but actually the battery was not charging because the wrong power supply was not able to deliver the necessary current. Therefore the dentist was not warned by the battery alarm and red flashing led, thus making the mitigation not effective. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, and the device malfunctioned as a result of user error and that malfunction would be likely to cause/contribute to a serious injury should it recur, this event meets the criteria for reportability per 21 cfr part 803. The file separation events will be reported via (B)(4), as appropriate.